Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. No motor position encoder error alarm could be verified due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The reset error test could not be performed due to the motor error alarms. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's mother reported that customer's insulin pump alarmed and then alarmed motor error. Customer's blood glucose was unknown. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.